Event description:
In (B)(6) 2018, I had bi-lateral knee replacement. The device implanted was the depuy attune it caused me problems from day 1, but I thought it was all part of the healing. In (B)(6) 2019, surgeon went back in because I was having issues. As of (B)(6) 2020, I am swollen, have no stability, cannot walk properly, cannot do stairs, wince in pain. It has been told to me that one month after my replacement, depuy revised attune. I am scheduled for a revision. The right knee will get done (B)(6) 2020. The left one in a couple of months after this one. I am scared. I am sad. I am in pain. This has caused me great suffering. I waited years commit to this surgery, and have regretted it every day since (B)(6) 2018. I have had so many tests done. X-ray, blood work, bone density, MRI, you name it. FDA safety report ID# (B)(4).